Event description:
After an implantation period of approx. 38 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided rv and lv trend data, acquired between (B)(6) 20 gained no further information. The analysis of the provided iegm episodes revealed artifacts on the lv and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads them self would be necessary to determine the root cause. Should additional information or the devices them self become available for analysis, the investigation will be updated.